Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an unrelated procedure in (B)(6) 2019. It was suspected by the physician that the patient's right ventricular lead may have been damaged or fractured during the procedure. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable before, during, and after the procedure.

Event description:
New information noted that fluoroscopy imaging was performed during the procedure on (B)(6) 2020 and it was noted that the patient's right ventricular lead was in close contact with the patient's implanted left ventricular assist device resulting in low pacing impedance values and unspecified oversensing. No fracture was observed.